Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular left bundle pacing (rvlbp) lead exhibited loss of capture and low pacing impedance. An x-ray further confirmed that the rvlbp lead was dislodged, which was believed to be due to twiddler's syndrome. The rvlbp lead was explanted and replaced. The patient remained in a stable condition throughout the procedure.